Event description:
Procedure: low anterior resection. According to the reporter: the surgeon fired the device to the distal side of bowel, and cut tissue. But staples were not placed at all. Less than 200 cc of bleeding occurred. The surgeon stopped bleeding and closed the distal side of bowel, then lar was performed with psi forceps. The procedure was completed. The pt is in good condition. Nothing fell into the cavity.